Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient presented to the clinic for a refill on (B)(6) 2017. The pump logs were unavailable. The motor stall reported recovered the same day. The manufacturer representative was unaware if the pump stalled again prior to replacement. It was unknown if there were any error codes seen via interrogation pump logs. The pump would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was lost and would not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a heatlh care professional (hcp) via a representative regarding a patient who received unknown baclofen 1400 mcg/ml at a dose of 629.6 mcg/day and infumorph 7 mg/ml at a dose of 3.14 mg/day via an implantable pump. The indication for use was not provided. It was reported that during normal use, the patient went in the clinic for a regular refill and the nurse interrogated the pump with logs. A motor stall had occurred on (B)(6) 2017. The patient was not presenting any symptoms of withdrawal. The surgeon decided to keep the patient in the hospital and electively replace the pump on (B)(6) 2017. As reported there was nothing that led to this event; no contributing factors. At the time of the report, the issue was reported as resolved and the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.